Manufacturer narrative:
No device returned for inspection: no product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Therefore, documentation cannot be reviewed at this time. Without the returned product, there is not enough evidence to form a conclusion on the reported event of loosening. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
(B)(6). Product no treturned to manufacturer

Event description:
It was reported that the unknown healing abutment became loose and the dentist tighten the healing abutment with so much force on the implant (tsvwb10), the patient presented pain.